Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction and reset the circuit breaker. No parts were replaced. The unit passed extended self-testing.